Manufacturer narrative:
Corrected data: further information was provided and clarified that the explant has not occurred and is scheduled for (B)(6) 2024. The following section has been updated accordingly: section h6: health effect - impact code: 2199. The code provided in the initial report 4629 explant is no longer applicable. Additional info: device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing record could not be reviewed since the serial number was not provided. Conclusion: as a result of the investigation, with limited information available, it could not be determined if there was a product malfunction or product deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with an eyhance toric intraocular lens (iol) would not stay in place and dislocated. The surgeon was sending the patient for an explant. Through follow up it was learned that the lens dislocated infratemporally in the patient's right eye. The best corrected visual acuity (bcva) was 20/60-2 pre-operative (op) and bscva post-op was 20/70+2. It was reported the explant is planned, but has not yet occurred. However, it was also reported the patient was referred to another ophthalmologist for the explant. Unplanned sutures were required, but it is unknown if an incision enlargement or a vitrectomy were required. The patient outcome was reported as unknown. No further information is available.

Manufacturer narrative:
Section a4, a5, a6: unknown/asked but not provided. Section b3: date of event: exact date unknown/not provided. Provided as (B)(6) 2024 and (B)(6) 2024. Section d4: serial number: unknown, as information was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6b: if explanted; give date: unknown/not provided. Section e1: establishment name: unknown/not provided. Section e1: address: unknown/not provided. Section e1: city: unknown/not provided. Section e1: state, province, or territory: unknown/not provided. Section e1: post office or zip code: unknown/not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h6: health effect - clinical code: 4581 -device decentered or dislocated. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: further information was provided that the serial number of the originally implanted lens is (B)(6), a diu225 6.0 diopter. It was reported that the explant was performed by another surgeon. The lens was replaced with a different lens model. Additional information provided reported the serial number of the newly implanted lens is unknown, the new lens implanted is a sulcus intraocular lens. The exact explant date is unknown; the estimated date range is between (B)(6) 2025. It is believed that there was no medical/surgical intervention outside of the standard care. The lens is not available for return. No further information was provided the following sections have been updated accordingly: section d4: serial number: (B)(6). Section d4: UDI number: (B)(4). Section d4: expiration date: jul 13, 2026. Section d6b: if explanted; give date: exact date unknown/only provided as range from (B)(6) 2025. Section e1: last name: (B)(6). Section e1: email address: unknown/not provided. Section h6: health effect - impact code: 4629 explant. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.